Manufacturer narrative:
A customer in portugal notified biomérieux of obtaining a misidentification of peptostreptococcus asaccharolyticus as anaerococcus vaginalis in association with their vitek® ms instrument (ref. (B)(4); serial# (B)(6)). Investigation the investigator reviewed previous complaint reports searching for other, similar, customer reports ¿ misidentification due to an organism not being included in the knowledge base and non-optimal spot preparation. No other similar complaints were recorded regarding a. Vaginalis instead of p. Asaccharolyticus. Additionally, no capas or non-conformities were found to be linked to the customer¿s complaint. Fine tuning - according to vilink alert tool criteria, no fine tuning was needed during customer¿s tests. Spot preparation quality ¿ the calibrator and sample spot preparation were non-optimal; the ¿all peaks¿ values were heterogeneous. Lab ID# (B)(4) was confirmed to be p. Asaccharolyticus via sequencing. This species is not present in the vitek ms kb v3.2. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. (B)(4) for vitek ms clinical use v3.2: testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ the investigator requested the customer submit some of sample # (B)(6) for testing, but the customer informed biomérieux that the strain was no longer available. Consequently, no further investigation could be done on this case. Root cause root cause appears to be a known system limitation (species not present in the knowledge base), as well as non-optimal spot preparation by the user. Actions local customer service provided the customer with additional training materials to help improve their spot preparation technique. Further, they proposed the customer use vitek® pickme (ref (B)(4)) for both calibrator and sample preparation in order to improve the spot quality.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of peptostreptococcus asaccharolyticus identified as anaerococcus vaginalis with the vitek ms system (reference 410895), in conjunction with the vitek® ms rp5700 acquisition computer (ref. 411032u, serial number #(B)(4)). The reference method used to identify peptostreptococcus asaccharolyticus was not disclosed by the customer. No information has been provided regarding any potential patient impact of the misidentification. A biomérieux internal investigation will be initiated.